Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient passed out during a vt episode. The clinician believed that the patient should have received therapy for the non-sustained vt episode on (B)(6) 2019 and that the patient should have received a shock more quickly during the vt episode on (B)(6) 2019. Programming changes were made for diagnose rhythm, the patient status has improved, patient is settling down. However, patient have a bad heart, no code and device will turn off.